Event description:
Allegedly the neck did not appear to seat properly.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Device event code is addressed in package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00126. This event occurred in another country.